Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, with no readings exceeding 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterwards. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again.